Event description:
Reporter indicated that they have experienced constant hoarseness since a few days post-implant and later indicated that they were also experiencing chest pain with stimulation after device was programmed on.